Event description:
Caller states the pt tested 2.2 inr on the coaguchek sys and 3.6 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.